Event description:
The nurse discovered that the pt had removed his IV when the nurse examined the catheter, the adapter was the only part of the catheter present. The remainder of catheter had broken inside the pt. An x-ray confirmed that a fragment of the catheter remained inside the pt. The doctor decided not to remove the remaining fragment of the catheter. There was no adverse affect on the pt as a result of the incident.